Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint of transmitter not pairing with application could not be confirmed. The root cause could not be determined post investigation.